Event description:
It was reported that during the pre-use check, the customer confirmed the pilot balloon was inflated, but could not put air in the cuff. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
H6: health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual and functional testing was performed. Visual inspection found inflation line occluded was detected. Functional testing found the cuff won?t inflate; the complaint was confirmed. The root cause of the reported issue was found to be assembly error. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).